Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that a piece was broken out and crack is seen on the reservoir. The customer's blood glucose value was 5.6 mmol/l. The customer also reported that insulin pump had motor error during bolus and alarm was cleared. The customer reported that motor error occurred more than once in the last 30 days. Displacement test was passed. The device will be return for analysis.